Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller through a series of steps to troubleshoot the issue, including disconnecting tubing and delivering boluses. The occlusion alarm did recur despite these actions, but a subsequent bolus was completed successfully. The customer was advised to replace supplies as necessary and continue insulin therapy.